Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and damage from the insulin pump. The customer's blood glucose level was 59 mg/dl. The customer treated with juice. The customer stated that he dropped the pump while changing the reservoir. The customer stated that there are cracks next to the reservoir window and outside of the battery compartment. The customer stated that aaa alkaline batteries were used. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. No blank display. Lcd board ok.